Event description:
A company representative reported that the threading of a tritanium c inserter was "off" intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. Additional information received from the company representative indicated that the device was difficult to assemble and disassemble with a cage intra-operatively.